Event description:
Additional information indicates that this system continues to have high shock impedance measurements averaging around 116 ohms. It was recommended that the alert configuration in the remote monitoring system be increased to 150 ohms. No adverse patient effects were reported. This product remains in-service.